Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had an MRI on (B)(6) 2019 and went to her managing doctor's office on (B)(6) 2019 where they discovered a stall. The stall was still active. The patient did not want to wait at the office for the representative to perform additional troubleshooting so the office sent her home. She had been contacted several times to return to the office to see if the message had cleared. She had not returned any calls at the time of the report. No patient symptoms were reported. It was unknown if the issue was resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.